Event description:
While the customer was using a g130 bobcat pro, they allege that all inserts are getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Found unit out of calibration, maximum power was exceedingly high, recalibrated and ran unit with tf 10 insert with water flow at 35 cc/min for extended period with out heating, customer must note damaged/worn/after market inserts may cause issues as indicated, advise customer to inspect inserts for wear/damages and replace as needed.